Manufacturer narrative:
One of the patient's samples in question was provided for further investigation. The reactive toxo igg result was reproduced. Using recomline blot testing the toxo igg result was considered borderline-reactive. As the patient sample, that was showing a negative toxo igg result initially, was not provided for further investigation the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. Erroneous high results were generated by a cobas 8000 e 602 module. The event involved a patient with elecsys toxo igg immunoassay. The patient's gender was female.